Manufacturer narrative:
The device was evaluated by zoll germany. Based on the qa nff review, no new evidence was found. Based on customer report related to the device failed electrical safety test failed, and ECG leads show no incoming signal on all 3 leads, the investigation is closed as no fault found, as a complete evaluation of the device observed no issue with passing the est and acquiring 3 lead ECG. The analog board will be replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.